Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via records (parts illegible). On (B)(6) 2008, the patient was seen by neurology. The patient had complained of tingling and numbness sensations since (B)(6) 2007. In the past few months, she felt the tingling and numbness had spread to her thighs, lower abdomen, pelvis, and hands. Her gait had become unsteady and she tripped frequently. Impression included peripheral polyneuropathy. On (B)(6) 2008, an electromyogram (emg) showed evidence of peripheral polyneuropathy of sensory-motor type. On (B)(6) 2008, the patient reported having previously being told she had acute optic neuropathy. The physician reported the patient did not have any evidence of relative afferent papillary defect. The patient was hospitalized on (B)(6) 2008, with complaints of unsteady gait and ataxia and for intravenous infusion of copper. The patient had a previous copper level of 2 (normal 80 to 155) and zinc level of 600 (normal 600 to 1300). The patient had a history of pancytopenia, improving with procrit; hypocellular marrow ("probably due to copper deficiency); and copper deficiency with anemia and neuro symptoms. The patient was discharged on (B)(6) 2008. On (B)(6) 2008, the patient was seen by neurology with complaints of pain in lower extremities, unsteady gait, and anemia for at least one year (since 2007). The patient had seen many doctors, including hematology, internal medicine, and neurology. The patient had had numerous tests and it was finally found that she had copper deficiency with myelopathy. The patient was treated with oral and intravenous (IV) copper. Her copper level had improved, but her clinical symptoms had not been significantly improved. On (B)(6) 2009, the patient's copper level was 127 mcg/dl (normal 70 to 155) and zinc level was 189 mcg/dl (normal 70 to 150). On (B)(6) 2009, the patient had been taking copper supplements for two years. Diagnosis included copper deficiency with myelopathy. On (B)(6) 2009, the patient's copper level was normal at 114 mcg/dl (normal 70 to 155) and zinc level was 212 mcg/dl (normal 70 to 150). On (B)(6) 2009, the patient reported feeling four electric shocks in the right leg. Diagnosis included neuropathy.